Event description:
Dealer called in and stated that the upholstery on the back of the shower chair ripped apart resulting in a patient at the facility slumping over sliding through the back. Dealer stated there were no injuries pertaining to the incident.